Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for a pacemaker system implant. During the implant procedure, the right ventricular lead was first placed in the apex but no capture could be obtained. The lead was moved towards the septum and when it was screwed down an increase in capture thresholds, r wave amp variation and high impedance measurements were noted. The physician chose to leave the lead in this location. After the procedure was completed, the lead impedance continued to rise and so did the capture thresholds; loss of capture was noted in unipolar configuration. An echo cardiogram was then performed but the echo technician did not believe there was any significant effusion. The patient remained in the hospital overnight for evaluation. The following morning, the right ventricular lead impedance had dropped to half the previously measured values, r wave variation and high capture thresholds was noted; loss of capture continued in unipolar configuration. Another echocardiogram was performed and the physician reviewed it noting a small effusion but that it was not -increasing-. The physician stated he was not concerned about it and the patient had no complaints, the patient was discharged and would continue to be monitored.